Manufacturer narrative:
The customer declined service. No repair information available. D4 primary UDI number corrected.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to customer 05/06/24 and 05/08/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in agent delivery in excess of the +30% of setting during a case. There was no patient injury.